Event description:
Drug/ diluent: ropivacaine 0.2%. Fill volume: 300 ml. Flow rate: 7.0 ml/hr. Procedure: post spinal infusion l4-5. Cathplace: 2 inches from spine in muscle bilaterally. Customer reported pump may have finished earlier than expected. A cb6007 was placed at approximately midday on (B)(6) 2013. The rate was set a 6 ml/hr on both dials by surgeon's p.a. On (B)(6) afternoon at approximately 4pm one of the catheters was removed. The second working catheter was increased to 7 ml/hr. At approximately 7:55 am morning (B)(6), rn called to report that the pump was nearly empty.

Manufacturer narrative:
Method - actual pump used was received from the end user for inspection and evaluation. Results - the device is pending evaluation and testing at this time. Conclusions - additional information will be provided once the evaluation has been completed. I-flow provides a "caution" on it's dfu which states the following: cautions: do not under fill pump. Under filling the pump may significantly increase the flow rate. Flow rate is unpredictable if it is dialed between rare settings. The select-a-flow device should be worn outside the clothing and kept at room temperature. Temperature will affect solution viscosity, resulting in faster or slower flow rate. Select-a-flow have been calibrated using normal saline (ns) as the diluent and room temperature (22 c, 72 f) as the operating environment. Flow rate will increase approximately 1.4% per 1f/ 0.6c increase in temperature and will decrease approximately 1.4% per 1f/ 0.6c decrease in temperature.